Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. An internal clinical review indicated that the event was caused by inadequate product quality in that there was a hole in the graft material between the 3rd and 4th stents causing this to be a type iii endoleak. A type iii endoleak is a leak caused by a defect in the graft fabric, inadequate seal, or disconnection of modular graft components. This hole may have been caused during the sewing of the stent or if the stent experienced contact with hard calcification in the patient. This product is visually inspected for holes prior to loading. The appropriate individuals have been notified of this matter.

Event description:
The endovascular stent graft was placed was placed into a male patient. Fluoroscopy following expansion of the graft edges with the molding balloon exhibited an endoleak. It was considered a type I endoleak from the proximal neck. Neither additional ballooning nor placement of another manufacture's stent could dissipate the endoleak. Fluoroscopy injecting contrast into the stent graft verified the presence of a leak from somewhere between the third and fourth stents. Fluoroscopy with the distal tip of a kmp angiographic catheter placed close to the site of the leakage could pinpoint the leakage site. A body extension was placed over the leakage site, which alleviated the leak; however, the leak persisted. Ballooning another manufacturer's stent and body extension still could not stop the leak. The physician elected to observe the leak and see if it would resolve over time.